Event description:
It was reported that balloon rupture occurred. A 4.00mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the balloon ruptured. There were no patient complications reported.